Event description:
The customer complained of experiencing high blood glucose levels. The customer's blood glucose reading was 88 mg/dl at the time of the report. Troubleshooting was performed, and the insulin pump failed the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.